Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was not charging. Additionally, it was reported that the patient line separated from the cartridge. Customer's blood glucose level ranged between 207 mg/dl and 350 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.